Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient observed smoke coming out of the power button of the patient electronic unit. Reportedly the patient used to keep the device connected all the time on a power strip. The unit was replaced which resolved the issue.